Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essures embedded within the both cornu') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, gravida I, parity 2 and vitamin d deficiency. Patient took multivitamin with iron otc for anemia due to blood loss. Previously administered products included for an unreported indication: mirena and vitamin d. Concurrent conditions included body mass index normal, menses irregular, menometrorrhagia, right lower quadrant pain, fibroadenosis of breast, endometrial thickening, hypertension, allergic rhinitis, tiredness, premenopause, inflammation, uterine bleeding, vaginal odor and blood pressure high. Family history included breast cancer (mother) and hypertension (father). Concomitant products included ethinylestradiol;levonorgestrel (ethinylestradiol/levonorgestrel) from (B)(6) 2018 to (B)(6) 2018 for fibroids as well as ibuprofen, losartan since (B)(6) 2013, montelukast since (B)(6) 2014, nebivolol hydrochloride (bystolic) since (B)(6) 2018, ondansetron and oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"), 4 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic") and anaemia ("anemia"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes: imbalance") and experienced hirsutism ("unwanted hair growth-not on head"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pruritus ("itchy skin"), hypersensitivity ("needed to use allergy meds/allergic reaction"), rash ("rash on my face"), acne ("acne/severe adult acne/adult acne"), migraine ("migraines/headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("memory lapse"), ovarian cyst ("ovarian cysts"), fibrocystic breast disease ("fibroids in breasts"), toothache ("tender teeth and gums"), gingival pain ("tender teeth and gums") and feeling abnormal ("brain fog") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, hormone level abnormal, hirsutism, vaginal haemorrhage, menorrhagia, pruritus, rash, acne, migraine, nausea, dysmenorrhoea, weight decreased, alopecia, ovarian cyst, vitamin d deficiency, fibrocystic breast disease, anaemia, toothache and gingival pain outcome was unknown and the hypersensitivity, fatigue, memory impairment and feeling abnormal had resolved. The reporter considered acne, alopecia, anaemia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, fibrocystic breast disease, genital haemorrhage, gingival pain, hirsutism, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, toothache, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Essure was inserted on (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: result: test not completed because the physician could not insert the tube. Pathology test - on (B)(6) 2018: there are 2 metallic coiled medical devices consistent with essures embedded within the both cornu each measuring 3.2cm in length an d 0.1cm in diameter. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, acne, pelvic pain, vaginal haemorrhage, fibroids of breast, fatigue, anemia and the following one was described in patient's medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical record received. This case is incident. Previously reported event injury nos was updated to new events added from pfs- pelvic pain, abnormal bleeding (general), hormonal imbalance, unwanted hair growth-not on head, abnormal bleeding (vaginal, menorrhagia), itchy skin, needed to use allergy meds/allergic reaction, rash on my face, acne, migraines/headaches, nausea, dysmenorrhea (cramping), fatigue, weight loss, hair loss, memory lapse, ovarian cysts, vitamin d deficiency, fibroids in breasts, anemia, tender teeth and gums and brain fog. Event added from medical record- essures embedded within the both cornu. Patient¿s demographic details were added. Concomitant condition, concomitant and historical drugs and medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essures embedded within the both cornu') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, gravida I, parity 2, vitamin d deficiency, hormonal imbalance and ovarian cyst. Patient took multivitamin with iron otc for anemia due to blood loss. Previously administered products included for an unreported indication: vitamin d and mirena. Concurrent conditions included body mass index normal, menses irregular, menometrorrhagia, right lower quadrant pain, fibroadenosis of breast, endometrial thickening, hypertension, allergic rhinitis, tiredness, premenopause, inflammation, uterine bleeding, vaginal odor and blood pressure high. Family history included breast cancer (mother) and hypertension (father). Concomitant products included ethinylestradiol;norelgestromin from 1-aug-2018 to 19-sep-2018 for fibroids as well as ibuprofen, losartan since (B)(6) 2013, montelukast since (B)(6) 2014, nebivolol hydrochloride (bystolic) since (B)(6) 2018, ondansetron and oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen). On (B)(6) 2010, the patient had essure inserted. In march 2013, the patient experienced acne ("acne/severe adult acne/adult acne"). In may 2013, the patient experienced rash ("rash on my face"). In 2013, the patient experienced migraine ("migraines/headaches"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"), 4 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic") and iron deficiency anaemia ("anemia"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"). In 2017, the patient experienced memory impairment ("memory lapse, memory issue") and toothache ("dental problems: tender teeth and gums"). In january 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes: imbalance") and experienced hirsutism ("unwanted hair growth-not on head"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pruritus ("itchy skin"), hypersensitivity ("needed to use allergy meds/allergic reaction"), nausea ("nausea"), fibrocystic breast disease ("fibroids in breasts"), gingival pain ("tender teeth and gums"), feeling abnormal ("brain fog") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, hormone level abnormal, hirsutism, vaginal haemorrhage, menorrhagia, pruritus, rash, acne, migraine, nausea, dysmenorrhoea, weight decreased, alopecia, ovarian cyst, vitamin d deficiency, fibrocystic breast disease, iron deficiency anaemia, toothache, gingival pain and abdominal pain outcome was unknown and the hypersensitivity, fatigue, memory impairment and feeling abnormal had resolved. The reporter considered abdominal pain, acne, alopecia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, fibrocystic breast disease, genital haemorrhage, gingival pain, hirsutism, hormone level abnormal, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, toothache, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Essure was inserted on (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in january 2011: result: test not completed because the physician could not insert the tube .. Pathology test - on (B)(6) 2018: there are 2 metallic coiled medical devices consistent with essures embedded within the both cornu each measuring 3.2cm in length an d 0.1cm in diameter. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, acne, pelvic pain, vaginal haemorrhage, fibroids of breast, fatigue, anemia and the following one was described in patient's medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received event " abdominal pain" was added. Medical history and lab data were added. On 16-dec-2019: pfs received no new significant information. On 20-dec-2019: medical record received reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essures embedded within the both cornu') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, gravida I, parity 2 and vitamin d deficiency. Patient took multivitamin with iron otc for anemia due to blood loss. Previously administered products included for an unreported indication: vitamin d and mirena. Concurrent conditions included body mass index normal, menses irregular, menometrorrhagia, right lower quadrant pain, fibroadenosis of breast, endometrial thickening, hypertension, allergic rhinitis, tiredness, premenopause, inflammation, uterine bleeding, vaginal odor and blood pressure high. Family history included breast cancer (mother) and hypertension (father). Concomitant products included ethinylestradiol;norelgestromin from (B)(6) 2018 for fibroids as well as ibuprofen, losartan since (B)(6) 2013, montelukast since (B)(6) 2014, nebivolol hydrochloride (bystolic) since (B)(6) 2018, ondansetron and oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"), 4 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic") and iron deficiency anaemia ("anemia"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient was found to have hormone level abnormal ("hormonal changes: imbalance") and experienced hirsutism ("unwanted hair growth-not on head"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pruritus ("itchy skin"), hypersensitivity ("needed to use allergy meds/allergic reaction"), rash ("rash on my face"), acne ("acne/severe adult acne/adult acne"), migraine ("migraines/headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("memory lapse"), ovarian cyst ("ovarian cysts"), fibrocystic breast disease ("fibroids in breasts"), toothache ("tender teeth and gums"), gingival pain ("tender teeth and gums") and feeling abnormal ("brain fog") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, hormone level abnormal, hirsutism, vaginal haemorrhage, menorrhagia, pruritus, rash, acne, migraine, nausea, dysmenorrhoea, weight decreased, alopecia, ovarian cyst, vitamin d deficiency, fibrocystic breast disease, iron deficiency anaemia, toothache and gingival pain outcome was unknown and the hypersensitivity, fatigue, memory impairment and feeling abnormal had resolved. The reporter considered acne, alopecia, dysmenorrhoea, embedded device, fatigue, feeling abnormal, fibrocystic breast disease, genital haemorrhage, gingival pain, hirsutism, hormone level abnormal, hypersensitivity, iron deficiency anaemia, memory impairment, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, toothache, vaginal haemorrhage, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Essure was inserted on (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: result: test not completed because the physician could not insert the tube .. Pathology test - on (B)(6) 2018: there are 2 metallic coiled medical devices consistent with essures embedded within the both cornu each measuring 3.2cm in length an d 0.1cm in diameter. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, acne, pelvic pain, vaginal haemorrhage, fibroids of breast, fatigue, anemia and the following one was described in patient's medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: all the references from duplicate case ((B)(4)) are transferred to this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.